Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient retore their acl of their left knee after they "landed off balance after a fast break while playing basketball for their high school" while wearing the device. The device has not been returned for evaluation. There is no further information available at this time.